Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during an elective procedure to explant and replace the patient's ipg, the physician observed the lead had pulled out of the ipg header. The physician attempted to connect the lead to the new ipg header without success. In addition, the physician attempted to connect the lead to an extension without success. Subsequently, the physician decided to explant and replace the lead. The patient reported effective stimulation therapy postoperative and the reported issue is now resolved. It was noted the procedure was extended for more than one hour.